Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00610.

Event description:
It was reported that a closure top backed out and a pedicle screw pulled out of the bone post-operatively. The closure top was on the patient's right side at l2 and the pedicle screw was on the patient's left side at l2. The initial construct contained pedicle screws which were placed bilaterally at levels t11, t12, and l2. L1 was skipped as the procedure was addressing a vertebral body fracture at l1. The screw and closure top were removed and replaced during the revision surgery, and the construct was lengthened to l3 bilaterally. This is report one of two for this event.

Manufacturer narrative:
The returned closure top was evaluated. There were indications of usage, including indications of locking the closure top against the rod within the tulip of the pedicle screw. However, the witness markings in the closure top indicate the rod was not fully reduced within the tulip prior to final tightening of the closure top, which prevented the closure top from fully locking into place and allowed the closure top to migrate post-operatively. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation.